Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The customer reported reservoir lock broke off the insulin pump. The customer states changing the reservoir and noticed would not stay. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not locked/clicked in place, minor scratched display window and stained address/serial number label.